Event description:
A positive leak test was reported in a patient who underwent an open anterior resection procedure, due to malignant colonic tumor: "despite intact rings, clear defect with positive leak test detected at the anterior site. Re-do of the colorectal anastomosis using convert 31 mm staplers."

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. The device was returned and evaluated. No failure was detected and the ring was found to be within its specifications. Since the device is water-tight sealed and was found to meet its specifications, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. A defect detected at this stage (positive leak test) usually enables immediate intraoperative repair or strengthening of the anastomosis, or anastomotic area, and is not correlated with an increased risk of future anastomotic leaks.